Event description:
Pt reports getting shocked when walking through a security system in a cvs store. The pt reports the device was on at the time. No additional information on pt symptoms or outcome at the time of this report. A follow up report will be sent when additional information is received.